Manufacturer narrative:
The reported device has been returned to conmed for evaluation, however, it is still awaiting evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the aes-90sn, arthroscopic 90 degree probe, fragmented during a subacromial bursectomy on (B)(6) 2020. The fragment detached after 15-minutes of use. It was found by direct viewing of the small metal-like fragment on the screen. However, the fragment got lost under the serous lamina in the acromial space. It could not be retrieved. Another of the same probe was used to complete the surgery. There was a 15-minute delay. The procedure was completed as planned, however the fragment was not retrieved. This report is being raised as patient injury since the fragment remained in the patient.

Manufacturer narrative:
Examination of the returned used device, aes-90sn confirmed the reported probe and found that a component from the electrode tip detached and it is missing. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. A two-year lot history review was conducted and found a total of 2 similar events involving 2 devices for this lot number. A two-year review of complaint history revealed there has been 13 complaints regarding (B)(4) devices for this device family and failure mode. During the same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following; if any visual damage or defects are noticed during use, stop using the device immediately and replace the device. Use care when inserting into and withdrawing the problem from the cannula or tissue portal to avoid the possibility of damage to the device and/or injury to the patient. This issue will continue to be monitored through the complaint system to assure patient safety.